Manufacturer narrative:
(B)(4). Device history record review: manufacturing location: (B)(4). Manufacturing date: october 2, 2006 - expiration date: august 31, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an intramedullary (im) roding procedure of the right tibia performed on (B)(6) 2016. Post-operatively on an unknown date the patient developed an infection. The patient was revised on (B)(6) 2016 to explant the tibia nail and two (2) locking screws. All explants were removed intact and the patient was revised with a cement spacer. The surgery was successfully completed without any surgical delay. The status/outcome of the patient was reported as "stable". This report is 3 of 3 for (B)(4).